Event description:
It was reported that patient underwent bilateral oxford primary knee replacement in 2001. Right knee bearing was revised on (B)(6) 2013 due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - 2001 (exact date unknown). Manufacture date - unknown.